Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead had high impedance and no capture. The lead was explanted and replaced. Fluoroscopy of the lead revealed that the inner conductor wires were separated near the clavicle. Patient was discharged post procedure.

Manufacturer narrative:
Conductor damage was noted at 21.2 - 21.9 cm from the pin consistent with clavicle crush damage. The pacing conductor insulation was fractured. This is consistent with the observation from the field of failure to capture, high pacing impedance, and lead fracture.